Event description:
The hospital reported that during a coronary artery bypass procedure, the aortic cutter did not create a perfect circle in the aorta. Due to the aortic cutter creating a non-circular aortotomy, the heartstring iii seal "popped" out of the aorta. Blood loss was minimal and was reportedly between 20-30cc. The diameter of the aorta was greater than 2.5cm; there was no calcification on the aorta and it was unaltered. The pt's mean blood pressure was between 60 and 90mmhg. A replacement device was used to complete the procedure.

Manufacturer narrative:
The aortic cutter was returned to the factory for eval. It showed signs of clinical usage and evidence of blood. A visual inspection determined that the safety lock was unlocked and the actuation button was depressed; the aortic plug was inside of the cutter blade. The aortic cutter was viewed under a microscope; no non-conformities were observed. The aortic plug inside of the cutter did not appear to the irregular. The cutter was reset to its original position and the actuation button was depressed; the device performed according to specifications and no non-conformities were identified during the functional testing. Based upon the eval results, the reported complaint could not be confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).